Event description:
Philips received a complaint on the v60 ventilator indicating that a 1122 "blower temperature high" alarm error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. A manufacturer's product support engineer (pse) found that a 1122 "blower temperature high" alarm error occurred and confirmed this in the device's event log. The blower was recommended to be replaced. A service quote for repair was sent to the customer for approval.

Manufacturer narrative:
The manufacturer's product support engineer (pse) confirmed that the 1122 error code was logged in the event log, so the pse replaced the blower assembly for preventative measures. The pse then cleaned the device, performed testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. D4 - product UDI is corrected.